Event description:
The customer called to report high blood glucose levels. The customer then reported being hospitalized three weeks ago for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she has been using the insulin pump successfully since the hospitalization, but her doctor and trainer feel that she should get the insulin pump replaced. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.